Event description:
The customer reported to olympus, the 200 micron tfl ball tip single use fiber caught on fire when connecting the laser fiber prior to using on a patient. The event occurred during preparation for use, prior to an unknown procedure. It was reported that prevented maintenance was performed on the device on (B)(6) 2022. The customer connected a second fiber with no issue. The facility was unable to provide model and lot numbers of the fiber and will not release any information until an in-house investigation is completed. There was no report of patient harm or user injury associated with this event. This report is related to a report with patient identifier (B)(6) (laser system).

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device came in a sealed, post-market pouch. The fiber had very clear signs of burning at the connector end as there is charring and melting at the connector. Additionally, the entire fiber body is missing. The proximal handle is intact outside the connector portion and the proximal cap is on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause for this complaint failure is likely due to the fiber having been broken or damaged near the strain relief point at the connector portion of the fiber. It cannot be determined how this damage occurred but the fire was likely a result of the laser being fired and energy escaping the damaged section of the fiber and igniting the fiber coating. A final root cause of the event was unable to be identified. The following is included in the instructions for use: ¿visually check the laser fiber using the aiming beam of the laser console after the fiber has been plugged. This helps to confirm that there are no damaged spots where energy can escape as well as confirms that the fiber stripping and cleaving are optimal.¿ additionally, more information on the device preparation is available on page 3 and 4 of the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.